Event description:
Reporter from the us reported that the surgeon stepped on the foot pedal and the motor started up but then started losing power. The staff noticed that a large amount of oil had leaked out of and pooled around the device. It is unk if the device was used in surgery. It is known that there was no pt injury. It is unk if user injury or med intervention had occurred. If any additional info should become available, this notification will be updated accordingly.

Manufacturer narrative:
Reliability engineering evaluated the device, and it was found to meet all performance requirements. The loss of power was likely caused by an oil leak of the associated autolube foot control. (B)(4).